Manufacturer narrative:
Philips service replaced the fire x board and installed the software, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy could not be performed due to fire x board failure on an allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.